Event description:
It was reported that the external pulse generator failed its self test and generated the corresponding message code. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction: product event summary: analysis could not confirm the reported event. It was noted that the main printed circuit board (pcb), display, battery flex, battery contacts, one board connector cable and lower case were corroded, the upper case was corroded and broken, and the battery release was contaminated.